Event description:
Boston scientific received information that this patient experienced syncope during a non-sustained episode with both atrial and ventricular arrhythmias. This cardiac resynchronization therapy defibrillator (crt-d) delivered anti-tachy pacing (atp), however no high voltage tachycardia shocks were delivered as detection enhancements were not met per programmed device function. The physician determined no reprogramming was needed and the patient was prescribed medication to help treat the arrhythmias. No additional adverse patient effects were reported.

Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.